Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: received a 4.0mm 90-s max serfas probe the unit was visually inspected under microscope and the alleged complaint was confirmed ceramic and electrode was detached from the tip. The broken ceramic and electrode was not returned, however it was noted that the broken piece was retrieved from the patient. Also observed were shaft was bent. Excessive wear marks on the insulation (heat shrink), blood stains on handle and burnt stain on lumen. Deformation of the shaft and heavy wear marks on heat shrink indicative the probe was used in high sideload near the core (handle). Functional inspection : no functionality test was performed due to the probe tip condition. As part of the probe investigation the device was connected to the serfas energy programmer box to read the activation history, according to the history record the probe was activated 2 times. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that the tip broke off of a serfas probe while in a patient. However, all the broken pieces were retrieved from the patient. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off of a serfas probe while in a patient. However, all the broken pieces were retrieved from the patient. The procedure was completed successfully.